Event description:
The files that were looked at stated there were no driveline disconnects. The battery clips seemed to be the cause of the power cable disconnect. The patient did not have any symptoms. The battery clips were replaced. The patient lives over an hour away and requested new clips as opposed to cleaning. No changes in plan of care at this time. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file revealed no pump-related issues. Moreover, the account did not report any pump-related issues, adverse events, or clinical issues with the patient. A system controller log file was submitted for review on (B)(6) 2019 due to atypical power cable disconnect alarms. The submitted system controller log file contained data from (B)(6) 2019 to (B)(6) 2019 and confirmed a sequence of atypical power cable disconnect alarms on (B)(6) 2019; however, the pump appeared to be operating as intended with stable parameters. No driveline disconnect events were captured and the pump speed remained above the low speed limit for the duration of the log file. Additional information provided by the vad coordinator on 13dec2019 indicated that no driveline disconnects occurred. The patient reportedly remained asymptomatic at the time of the reported event and no changes were made to his plan of care. The patient remains ongoing on the pump and no additional events have been reported at this time. The heartmate ii lvas IFU outline all system controller alarms as well as how to respond to each alarm condition in the section titled "alarms and troubleshooting". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, d6, g3, h4: correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple power cable disconnects. The event history captured a replace controller message due to lcd faults events on (B)(6) 2019, which self-corrected. The event history captured odd strings power cable disconnects on (B)(6) 2019, while on battery power. Noted the log file ends with the driveline disconnected. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.